Manufacturer narrative:
Three (3) opened devices and six (6) unopened devices were returned to the MFR (MFR.) And have been analyzed as follows: anomalies were not seen on the needles except for a slight discoloration consistent with rust on the first needle which appeared to have been opened in the clinical setting. No other anomalies were seen on the infusion set tubes or wings. Three of the white spring clamps appeared to be broken at the hook-lock area. When attempting to flex the six (6) unused devices. Three (3) of the white spring clamps broke and three (3) did not break. The material of the white spring clamps appears to be brittle and easy to break. A trend analysis was performed on similar incidents for this catalog number and a trend has been identified. A lot number was not provided; therefore, a review of the device history was not possible. Based on the info available and the results of the MFR.'s analysis of the devices, the report that "the clamps broke" has been confirmed. The MFR. Is currently investigating possible cause/factors which may have contributed to the increased breakage of the clamps for this device. No further details are available at this time.

Event description:
On 2/23/1998, the facility's material handler informed the manufacturer's (MFR.) Representative of the following: when the staff/nurses attempted to use the clamps (approx. 8 of 20) they broke. Additionally, it was stated that three (3) of the broken devices may have been saved to return to the MFR. For evaluation; however, the rest of the devices have been discarded. To her knowledge no patient's were involved. The MFR.'s representative asked the lot number of the devices in question, but it was not known at the time of this report. The facility's material handler suggested that the MFR.'s representative contact the facility's nurse for additional/accurate information. No further details were provided at this time.